Manufacturer narrative:
(B)(4). Date sent to the FDA: 08/09/2019. H3 device evaluation summary: one empty labeled winding former and a dispensed needle-suture of product code sxpp1a404 were returned for analysis. During the inspection visual of the sample, the swage and attachment area were noted to be as expected. Marks on the body needle that appears to be by the use of a surgical instrument could be observed. The suture was examined and body fluids at some barbs were observed; no defects or damaged on the barbs were found;however, one side of the fixation tab was broken. The manufacturing records couldn¿t be reviewed as the batch number is unknown. Per the condition of the sample received, it could not be determined what may have caused the reported incident of: ¿the fixation tab was not fixed during continuous suturing through the fascia, and the suture was pulled out from the tissue. It was found that there had been only half of the fixation tab¿. To seat the fixation tab; pull the device through the tissue to gently seat the fixation tab against the tissue. The fixation tab should be seated above the tissue plane and be visible. Do not exert additional force on the fixation tab.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a liver transplant procedure on (B)(6) 2019 and barbed suture was used. The fixation tab was not fixed during continuous suturing through the fascia, and the suture was pulled out from the tissue. It was found that there had been only half of the fixation tab. There were no adverse patient consequences reported. No additional information is available.